Manufacturer narrative:
This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx curved single system device was used during an anterior and posterior repair, transobturator tape sling, cystoscopy with hydrodistention and ureteral stent passes bilateral procedures performed on (B)(6) 2017 to treat pelvic organ prolapse and mixed urinary incontinence. After informed consent, patient was taken to the operating room. She was given general anesthesia. She was placed in lithotomy position in allen stirrups. She was prepped and draped in sterile fashion. Time-out was performed. She received preoperative ancef 2 g. A weighted speculum was placed in the vagina. Cervix was grasped with tenaculum. The bladder was identified and injected with 25% marcaine with epinephrine. A vertical incision was made in the anterior vaginal wall. A sharp dissection was performed to separate the vaginal mucosa from the vesicovaginal fascia down to the level of the vaginal cuff. The physician used a 2-0 pds to suture repair the anterior compartment using mid line plication. They used her native tissue. Anterior repair was performed. The physician trimmed the vaginal mucosa and closed the vagina with #2-0 vicryl running stitch. Except for the tot sling, the physician used boston scientific obtryx sling from anterior urethra. Sharp dissection was performed to the descending pubic ramus on both sides. The physician made a stab incision over the obturator foramen and guided through curved trocar through the obturator foramen and out through the vaginal incision. The physician placed the sling onto the tip of the trocar on each side. The sling was placed into the mid urethra with minimal tension. The physician used metzenbaum scissors between the sling and the urethra for minimal tension technique. The plastic sheath was removed. The excess tape was cut skin incision was closed with #4-0 monocryl, wedge incision was closed with #2-0 vicryl stitch. Cystoscopy was then performed, bladder was stretched to maximum capacity and drained. The cystoscopy was performed, and there was noted to be a blood clot in the right side. A very small area of trauma but no cystotomy was identified. The small abrasion in the bladder was hemostatic. The ureters were slow to pass urine, so the physician passed the ureteral stent on each side easily, and there was no evidence of ureter injury. The scope was concluded. Foley catheter was reinserted. Attention was turned to the posterior compartment where the physician performed the posterior repair. The physician used her native tissue to perform midline plication. The excess vaginal mucosa was trimmed, mucosa was closed with #2-0 vicryl running stitch. The patient tolerated the procedure well. Sponge, lap, needle, and instrument counts were correct x2. Ebl was 200. Urine output not measured because of mixing of cysto fluid into the urine. Vaginal packing and premarin cream was placed in the vagina.